Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, externally and internally, the unit was in a good condition. In addition, it was noted, the video connector socket was worn, and the camera image was intermittent. All other device functions were checked and passed. The reported issue was confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the connector of the visera pro video system center was loose and the picture was intermittent with no error message. There was no harm or user injury reported due to the event.

Manufacturer narrative:
A correction has been made to h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, that the phenomenon likely occurred due to the faulty connector socket. We surmised that the connector socket became defective due to wear. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.